Manufacturer narrative:
(B)(4). The customer returned one used sample for evaluation. The sample was visually and functionally tested and the reported condition was not confirmed. The sample passed visual inspection, slit visualization testing, clear air passage testing at 0.25 psi for 30 seconds, referee testing of the clearlink y-sites at 0.25 psi for 30 seconds, and fluid path occlusion testing. Therefore, an assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance that they are having difficulty establishing flow at the upper y-site of the clearlink non-dehp continu-flo solution set after connecting an unknown baxter secondary set. They don't normally tap and invert the backcheck valve. The condition occurred during patient use. There was no patient injury or medical intervention reported. No other information was available.